Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During deployment of evolution fully covered biliary stent... While doing the case they tried to deploy our stent was not opened so they used other stent. No adverse effects to the patient are currently reported.

Event description:
Supplemental report is being submitted due to device evaluation on 22-jul-21: "safety wire not returned, stent deployed without issues, device functioned as intended'. File remaining conservatively reportable based on the customer¿s testimony of deployment failure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the 04-feb-2022. File has been re-assessed based on the investigation conclusions. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1627708 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 22nd july 2021. In summary the following results were observed in the lab evaluation: safety wire was not returned. Handle was actuating for deployment and recapture. Stent deployed without issues. Device functioned as intended. Document review: prior to distribution evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1627708 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1627708; upon review of complaints this failure mode has not occurred previously with this lot # c1627708. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure and resulting in deployment difficulties. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.